Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced a pump stoppage, which was confirmed via the log file. X-rays showed a thinning of the shield of the percutaneous lead. A repair of the external portion of the percutaneous lead was subsequently performed by a MFR's tech service team member.

Manufacturer narrative:
Device evaluation: the device (B)(4) remains in use. The external portion/distal end of the attached percutaneous lead was returned to thoratec for further evaluation. The log file evaluation confirmed the reported pump stops. The percutaneous lead evaluation confirmed a breach in the black wire. A distal end lead repair was performed on site by thoratec technical services on (B)(6) 2014. A section of the percutaneous lead approximately 14" was returned for evaluation. Visual inspection of the wire found a breach in the black wire at approximately 1.75" from the metal end. The breach appeared to be the result of fatigue, wear and tear. As a result of the breach, the underlying wire conductor was exposed. The reported red heart alarms could have occurred as a result of the breach and the exposed conductors of the wire contacting the braided shielding and shorting to ground while connected to the power module. Thoratec's approved labeling explains that the manufacturer¿s lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Handling of the percutaneous lead is covered in the patient handbook. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.